Event description:
Information was received from a patient receiving intrathecal morphine (unknown) and bupivacaine at unknown concentrations/doses via an implantable pump for non-malignant pain. It was reported by the patient that their personal therapy manager (ptm) kept saying connecting and wouldn't go any further. Patient services had patient restart handset and turn off communicator. Patient stated he has to move the communicator around a lot to get it to connect. Patient service specialist reviewed best practices for communicator placement. Patient verified they were able to connect to ptm and saw lockout time. Patient stated since implant he had been having issues getting connected to the pump but yesterday ptm would stall at 77 percent. Patient also stated when he does get connected, he felt like he was getting a bolus but after 8 -10 hours he could tell there was "no way" he got the bolus and he was in "incredible" pain. The troubleshooting steps that were taken on the call resolved the issue. Patient will monitor and call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, product type accessory. Product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.